Manufacturer narrative:
One product was received. Visual inspection noted normal wear and tear on the enclosure due to the age. The air detector door has been removed partially and is bent. The device contains an old-style float switch. The printed circuit board (pcb) assembly appears to have been installed by the customer. Air pressure was set too high. Attached temp check and gas vent filter. Powered on the and performed calibration to verify. The device went into over temperature confirming the complaint. A root cause was due to calibration was not performed accurately by the customer after new printed circuit board (pcb) assembly replacement. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Calibrated the printed circuit board (pcb), replaced the air detector sensor due to the wire being broke from connector, user interface as a preventative measure, air detector door assembly due to it being bent, control board due to speaker not working, air detector gasket, label set, air regulator, o-rings, and fan guard as preventive maintenance (pm). Device passed all functional testing.

Event description:
It was reported that the "unit keeps over temp". There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information: event date was on 10-mar-2023. No patient harm or injury was reported.